Event description:
It was reported that this pacemaker system was occluded on the left side and the right ventricular (rv) lead was exhibiting noise and pacing inhibition. The physician opted to replace the pacemaker system with a new pacemaker system placed on the right side. No additional adverse patient effects were reported.